Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly and the anchor tab were located inside the tube of the delivery device. The seal was extended out of the delivery tube; it remained anchored to the tension spring assembly and was completely unraveled. The green slide lock and the white plunger were depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for unraveled seal and premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The customer has been advised of our evaluation results, including the relevant section of the IFU. (B)(4).